Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station experienced slowness. A field service engineer checked network settings and net bios on all stations. Corrected power settings, disabled bluetooth and cleaned temporary files. Adjusted speed duplex settings and rebooted the station to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system experienced slowness in performance, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.